Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes the haiou medical safety syringe with needle. Haiou medical manufactures the syringe that is included in the convenience kit. Mckesson medical surgical does not undertake any further manufacturing or relabeling of the syringe. The kit lot number was 210210-mh3. We have notified asprsnowsopscell@cdc.gov of this report who will pass along the information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported the needles bend easily and the needle sometimes separates from the syringe.